Manufacturer narrative:
The device was inspected before use with no issues noted. Negative prep/purging was performed on the device prior to use. Bubbles were noted coming up the syringe from the stent delivery system. The stent was removed from the body when the air bubbles were noticed. Stent was not deployed. The lesion was pre-dilated. No resistance was noted while advancing the device to the lesion. The device did not pass through a previously-deployed stent. No inflation pressure was applied prior to the leak. Contrast leak was not noted under fluoroscopy. It was reported that there was no embolism. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one resolute integrity rx coronary drug eluting stent. It was reported that during the procedure, a leak was detected in the device when negative pressure was pulled. When getting ready to deploy the stent in the body, air was noted when pulling back on the indeflator. The stopcock was then closed off to the patient and the stent was removed from the body, removing all air. More air was noted during withdrawal. Another resolute integrity stent was then used.